Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a removal of hardware, the screwdriver tip broke. The device was used with power and not with the handle provided. No harm to patient. There was no delay in the surgery. The surgery completed successfully. This is report 1 of 1 for (B)(4).